Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm. The customer stated that they was trying to fill the tubing but the device was squirting insulin out of the tubing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.